Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the incision was open, possibly due to the nurse pulling the steri strips a week early and the incision didn¿t initially heal. In result, the system was explanted. There were no reports of device issues or allegations. There were no further complications reported or anticipated.